Event description:
The advocate stated her husband received a blood glucose reading of 77 mg/dl on the contour meter and a reading of 249 mg/dl on the contour usb meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.